Event description:
It was reported that shaft break occurred requiring additional intervention. The 50-70% stenosed target lesion was located in the moderately tortuous and moderately calcified mid segment of the circumflex artery. A 3.50 x 20mm synergy xd drug-eluting stent (des) was selected for treatment. While crossing the lesion, the proximal to mid shaft of the device buckled within the guide catheter. The physician attempted to inflate the balloon, but no expansion occurred and balloon rupture was suspected. Upon withdrawal, it was noted that the shaft snapped, leaving the stent and balloon in the lesion. A kink was also noted mid shaft, along with visible stent damage. The device fragment was successfully retrieved using a balloon to trap it while advancing a new guidewire. The procedure was then completed using a non-boston scientific stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. However, a media review was conducted, and two images were attached to the complaint record. The first image attached showed evidence of a stent pulled in a distal direction and severely bunched and therefore the allegation of stent damage can be confirmed. The second image shows a picture of the stent, in addition two ends of the broken hypotube are visible and therefore the reported shaft break can be confirmed.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that shaft break occurred requiring additional intervention. The 50-70% stenosed target lesion was located in the moderately tortuous and moderately calcified mid segment of the circumflex artery. A 3.50 x 20mm synergy xd drug-eluting stent (des) was selected for treatment. While crossing the lesion, the proximal to mid shaft of the device buckled within the guide catheter. The physician attempted to inflate the balloon, but no expansion occurred and balloon rupture was suspected. Upon withdrawal, it was noted that the shaft snapped, leaving the stent and balloon in the lesion. A kink was also noted mid shaft, along with visible stent damage. The device fragment was successfully retrieved using a balloon to trap it while advancing a new guidewire. The procedure was then completed using a non-boston scientific stent. No patient complications were reported.